Event description:
Pt underwent perigee and apogee procedures (B) (6) 2005. She has had persistent groin and vaginal pain since then. She began feeling rough edges in the vagina in 2009. Exam in (B) (6) 2009 revealed a 5 mm mesh erosion into the lower posterior vagina and a 3 mm mesh erosion into the anterior vaginal apex. She had significant pain where the mesh arms inserted into the sacrospinous ligaments. In (B) (6) 2009, these erosions were surgically resected, the mesh arms were incised, and the vagina closed. In (B) (6) 2009, she presented with recurrent urinary tract infections and bladder pain. Exam revealed a 1 cm erosion in the anterior vagina, just cephalad to the uvj. Cystoscopy showed mesh erosion into the bladder and a large bladder calculus. She underwent surgery in (B) (6) 2010 to resect mesh from the bladder - this was done cystoscopically-, laser pulverization of the 3 cm stone around the mesh, and vaginal excision of the eroded mesh. The anterior vagina was extremely scarred and it proved impossible to resect the mesh in its entirety. Her pain persists. Diagnosis or reason for use: pelvic organ prolapse.